Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, on stomach and slender, the doctor reported that the hemostasis was not adequate. The doctor had to use suture and cauterization to complete the case.